Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "tubing primed with clindamycin and nurse attempted to connect tubing to patient. While connecting, the IV tubing fell out of connector site closest to the patient, leaving the IV tubing in two separate pieces. New tubing obtained, and antibiotics hung. No injury to patient."

Manufacturer narrative:
The customer¿s complaint that the tubing separated was confirmed. Visual inspection observed that the pvc tubing was completely separated from the distal male luer. No functional testing of the returned set was deemed necessary due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the customer¿s experience is a manufacturing issue due to no solvent being applied at the junction of the pvc tubing during the manufacturing process.

Event description:
Received a copy of the customer's medwatch report which states, " tubing primed with clindamycin and nurse attempted to connect tubing to patient. While connecting, the IV tubing fell out of connector site closest to the patient, leaving the IV tubing in two separate pieces. New tubing obtained, and antibiotics hung. No injury to patient."